Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient presented with syncope. Ventricular pauses were observed without oversensing; one of the pauses appeared to be greater than two seconds. Lead parameters were normal with the exception of one spike in atrial pace impedance to greater than 3,000 ohms which triggered the lead safety switch. The device was reprogrammed to ventricular pacing only in the unipolar configuration. The pacemaker remains in service and no additional adverse patient effects were reported. It was additionally reported that the system (non-boston scientific leads) was explanted as the failure to capture and syncope could not be resolved. The pacemaker is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented with syncope. Ventricular pauses were observed without oversensing; one of the pauses appeared to be greater than two seconds. Lead parameters were normal with the exception of one spike in atrial pace impedance to greater than 3,000 ohms which triggered the lead safety switch. The device was reprogrammed to ventricular pacing only in the unipolar configuration. The pacemaker remains in service and no additional adverse patient effects were reported. It was additionally reported that the system (non-boston scientific leads) was explanted as the failure to capture and syncope could not be resolved. The pacemaker is expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient presented with syncope. Ventricular pauses were observed without oversensing; one of the pauses appeared to be greater than two seconds. Lead parameters were normal with the exception of one spike in atrial pace impedance to greater than 3,000 ohms which triggered the lead safety switch. The device was reprogrammed to ventricular pacing only in the unipolar configuration. The pacemaker remains in service and no additional adverse patient effects were reported.